Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead exhibited out of range pacing impedance. The patient was doing well. All therapy was switched off in the meantime. No additional information was available.